Manufacturer narrative:
All available information was investigated, and no functional testing/analysis was performed as there were no reported issues related to the functionality of the sgc. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported perforation could not be conclusively determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed to treat grade 4+ mixed mitral regurgitation (mr) with a prolapsed anterior leaflet and acute myocardial infarction. The first clip was advanced into the anatomy, however after repeated attempted to grasp the leaflets, one of the gripper arms would not lower and blood returning to the handle was observed. The clip was withdrawn and replaced with another clip to complete the procedure, reducing mr to 2-3. Upon withdrawing the steerable guide catheter (sgc), it was noticed that the sheath had damaged the oval fossa.